Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned one catheter which was leak tested. A leak was observed when water was injected into the proximal lumen near the juncture hub. Microscopic inspection of the leak area revealed two holes in the catheter body. The damage was consistent with being caused by gripping the catheter with a "saw-tooth" tool. The provided instructions direct the user to flush each lumen with saline prior to insertion. No leaks were reported during this step. A review of manufacturing records did not yield any relevant findings. Since leakage was not reported during the priming / flushing step and the damage appears to have been caused by contact with a "saw-tooth" tool, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported after insertion, the patient's skin became stained with blood gradually. The clinician removed the catheter and found a crack on the catheter where it was leaking blood. The catheter was exchanged for a new one successfully. There was no delay in treatment and no patient death or complications reported.